Event description:
It was reported that a titanium adapter had a connection issue; further described as ¿cannot connected to the non-baxter catheter¿. This occurred during catheter surgery insertion. The titanium adapter was replaced and the issue resolved. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection was performed and slight scratch marks were noted on the external flat surface of the titanium adapter sleeve, not in the seal area. It is likely that the mark relates to tool marks when opening or closing the titanium adapter. Functional testing was performed and there were no issues observed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.